Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional of a clinical study via a representative reported that the lead went through the lateral ventricles for both the left and right lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the neurostimulator was not turned on, on modification date. The therapy initiation date when the neurostimulator was turned on was (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-28, lot# 0209473193, implanted: (B)(6) 2015, product type: lead. Product ID: 3387-28, lot# 0208995695, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type: extension.

Event description:
A healthcare professional for a clinical study reported, via a manufacturer representative, that there was incorrect localization with both leads that were implanted on (B)(6) 2015. It was unknown what diagnostics/troubleshooting was done. The event was assessed as related to the procedure. The leads were replaced. A dbs lead insertion cannula had been used and bone cement was used for the lead fixation. A stereotactic MRI was performed on (B)(6) 2015. Post-operative imaging (CT) was performed on (B)(6) 2015. The patient had been hospitalized on (B)(6) 2015 and was discharged on (B)(6) 2015. It was unknown if the issue was resolved. The patient's medical history includes suicidal ideation, mood disorders, cognitive impairment, tietze's syndrome, gynaecological blood loss, and epilepsy since 1966.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was confirmed that the date of the event was (B)(6) 2015 and the investigator became aware of the event on (B)(6) 2015. The clinical diagnosis was incorrect localization of deep brain stimulation (dbs) electrodes that were identified via a CT-scan taken on (B)(6) 2015; the tips of the electrodes in the 3rd ventricle were abnormal. There were no symptoms reported. However, the patient was hospitalized for 7 days and the lead was explanted/replaced on (B)(6) 2015. It was reported that the issue was related to the procedure and related to the left and right lead. The issue was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.